Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient blood loss, infection and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient blood loss, infection and unexpected medical intervention are a result of the patient¿s disease severity; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous, 90% stenosed common femoral artery (cfa). The following day, the patient's urine was a brown color. It was unknown what caused the brown color urine, however, low platelet count and medication taken by the patient for multiple myeloma possibly contributed. The patient was transferred to hematology to manage neutropenic sepsis and was given a granulocyte stimulating factor.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous, 90% stenosed common femoral artery (cfa). The following day, the patient's urine was a brown color. It was unknown what caused the brown color urine, however, low platelet count and medication taken by the patient for multiple myeloma possibly contributed. The patient was transferred to hematology to manage neutropenic sepsis and was given a granulocyte stimulating factor.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.